Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during out of hospital transport, the cs300 intra-aortic balloon pump (iabp) units batteries ceased to function.

Event description:
It was reported that during out of hospital transport of a patient, the cs300 intra-aortic balloon pump (iabp) units batteries ceased to function. There was no patient harm reported.

Manufacturer narrative:
Event site postal code - (B)(6). A getinge field service engineer fse was dispatched to the site to evaluate the unit. He noted that the console works correctly on battery but the cs300 console holds a charge for less than 1 hour. He replaces the batteries. Once the batteries have been replaced, the charge holds correctly. Checking that the batteries are properly switched to the mains and vice versa. Checking that the power supply and the various voltages are working correctly. Functional check with patient simulator and iapb consumable. Battery test* connection to mains / residual autonomy are satisfactory electrical safety test standard iec 60601 device complies with the recommendations and tolerance ranges defined by the manufacturer.

Event description:
N/a.